Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, when the plunger was pulled, no sutures were present. Additionally difficulty moving the foot was noted and a foot break occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. After the procedure was completed, the nurse inadvertently discarded the broken foot. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to fire and difficult to open or close were confirmed. The material separation [foot] was not confirmed; however, an actuator wire separation was noted. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatments are due to the circumstances of the procedure and appear to be related to an interaction with patient anatomy/vessel with the foot prevented the foot from fully closing leading to the difficulty to close and subsequently the break of the actuator wire. The foot did not break. The break of the wire would allow the foot to close during removal. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.